Event description:
The customer reported to olympus, that the bronchovideoscope had no image and could not be recognized by the tower. The issue was found during preparation before use (before the procedure), and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to fluid invasion. Additional findings are as follows: there were scratches on distal end plastic cover; chipped and lifting bending section cover glue; scratched light guide lens; no image error b30 due to fluid invasion (the image was distorted after aeration); passed electrical continuity test with a reading of 5.5 ohms; charged coupled device unit shrunk tube tear and scratches on bending section; deep scratches and punctured insertion tube; moisture inside the control body; and fluid wet and corrosion on scope connector. The investigation is ongoing and follow up with the user facility and currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, there was no image most likely due to fluid invading the scope connector during user handling. This likely resulted in abnormalities in the electronic components and the reported event. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.